Manufacturer narrative:
The reported oad was received for analysis. The tip bushing of the oad was found to be detached and was not returned to csi. The driveshaft filars were damaged and deformed, however there was no additional damage noted to the oad which may have contributed to the reported event. A guide wire passed through the oad without issue. Scanning electron microscopy analysis was performed and found severe grinding of the driveshaft filars at the location of the deformation. This damage suggests that the filars spun over something hard or over a guide wire kink or tight bend. It is hypothesized that the root cause of the fractured tip bushing was due to forcing the spinning driveshaft into a tight, severely calcified lesion, or operation of the oad over a guide wire kink. These actions would have put excess tress on the driveshaft filars, leading to the deformation. At the conclusion of the device analysis investigation, the report that the oad tip became detached was confirmed, however the report that the device became stuck on the guide wire was unable to be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the oad was shutting down during treatment and was found to be stuck on the guide wire. The device and wire were removed together and the tip of the oad proximal to the crown appeared to be unraveled. Upon receipt of the reported device for manufacturer analysis, the tip of the oad was found to be detached. Follow up with the treating physician determined via angiographic review that no portion of the device remained in the vessel, however the location of the device fragment could not be verified. There were no patient consequences reported.